Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and a deformation of the vcs shock coil which occurred most likely during surgery. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation. Attempts made to gather information were unsuccessful. The patient¿s following physician on record did not know of any extraction procedures, and said that the patient does not return phone calls. Should additional information be received, this file will be updated.